Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 24jun2019. During failure investigation (fi), a visual inspection of data acquisition printed circuit board assembly (pcba) to motor controller printed circuit board assembly (pcba) cable revealed evidence of black marks on the cable. The failure investigation technician installed the data acquisition pcba to motor controller pcba cable into a failure investigation device and performed testing. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. Reporter phone number unknown. The manufacturer¿s international service technician confirmed the reported disconnect issue. The manufacturer¿s international service technician replaced the data acquisition to motor controller cable and the data acquisition printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the disconnection of the data acquisition to motor controller cable led to the occurrence of multiple error codes. Moreover, the serial numbers of the flow sensor assembly and the data acquisition board failed to be displayed due the above phenomenon. There was no patient involvement.